Event description:
It was reported that (1) device was used during a esophagectomy. It was reported by the affiliate that the tct75 instrument fired fine on the first firing. A reload was taken out of the package and the retainer was removed. When the device was fired again, the device would not open on the tissue. It was noticed that part of the retainer was broken and was not seen when loaded into the device. The device was cut away and some tissue was removed. The surgeon used sutures to close the tissue. The operating room time was extended 10-15 minutes. More info to follow from affiliate. 04/14/1999 add'l info from affiliate. It is stated "I have further info concerning this complaint. The sales rep spoke with the surgeon today and reviewed the details. Again, this occurred during the 2nd firing; the surgeon reports that he did not have to cut around the stapler to remove it from the stomach; the part of the staple line (distal portion) that was required for completion fired ok; procedure was not extended as earlier reported; this surgeon always oversews".